Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer experienced symptoms such as nausea. Customer was treated with insulin pump. Customer was not using auto mode. Customer did not feel to okay to troubleshooting. The insulin pump will not be returned for analysis.